Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Through follow-up, the surgeon indicated that the reason for explant is not related to a device malfunction. Without device return and evaluation, no further investigation can be performed at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 2 years, due to regurgitation. The surgeon indicated that the reason for explant was patient related and not due to the edwards' device malfunction.